Event description:
It was reported that during preventive maintenance drive manifold test failed for cardiosave hybrid, type b plug intra-aortic balloon pump (iabp). Power cord also needed replacement. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code).

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit. The fse reported that they would need to replace the drive manifold (0104-00-0031) and the pneumatic chassis (0441-00-0191). Additionally, the ac line cord (0012-00-0-1688-21) was replaced due to normal aging and wear and the o-ring (0354-00-0208) was replaced due to preventive maintenance. Device passed the performance and safety checks according to factory specifications.